Event description:
Itv date: (B)(6)2025. Surgeon: dr. (B)(6). Patient: male, 22 years old. Incriminated devices available for analysis: shannon burrs lg 20mm, diam 2.0mm x length 75mm; ref (B)(4); batch 2502104. Incident: use of four shannon burrs, which broke instantly upon use, leaving the tip in the bone. A decision was made to use another, smaller model, length 12. Consequence: increased surgical time and tourniquet time. (15 - 30 minutes). The surgeon confirmed after discussion that he was able to remove the fragments.